Event description:
The physician inserted the trocar and the guidewire was passed through the trocar and was snared using the endoscope and pulled out the patient's oropharynx prior to inserting the peg tube over the guidewire. The guidewire coating appeared to disintegrate. The wire frayed, and it was removed. A second peg tube and guidewire from the same lot number was used successfully. It also appeared that the second guidewire was partially frayed upon removal.